Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor position encoder error. Customer blood glucose level was 154 mg/dl. Customer other relevant blood glucose level was 170 mg/dl and 145 mg/dl. Trouble shooting was performed. Customer also stated the drive support cap was normal. The device will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during bolus setting due to expose to magnetic resonance imagine.